Event description:
It was reported by service report that the stretcher's side rails have broken top rails. The top rails are split in two with exposed sharp edges. No pt involvement or adverse consequences are reported.